Manufacturer narrative:
The serial number of the cobas 6000 e601 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas 6000 e601 module. The initial result of the initial patient sample was 47.2 pg/ml. The result of a new patient sample (two hours later) was 6 pg/ml. The repeat result of the initial patient sample was 6.1 pg/ml.

Manufacturer narrative:
The event's cause could not be determined based on the information provided. The investigation did not identify a product problem.